Event description:
It was reported that saline was leaking through the joint to the handle. It would reportedly leak when the handle was turned a certain way.

Manufacturer narrative:
The device is in transit to the MFR and not rec'd as of (B)(4) 2010. Once the device is rec'd, we will conduct an investigation and provide our findings in a follow-up report.